Event description:
It was reported by rep that the device was used during a stereotactic breast biopsy. It was reported the surgeon followed all clip deployment steps correctly. When he withdrew the inner stylet, it simply pulled all the way out. The metal tip was missing. He did not feel any resistance while withdrawing the stylet. He removed the purple introducer of the c1530 clip. The probe was removed and took a stereo pair. The tip was visible on stereo pair. It was left in place in the breast to serve as a marker. There was no consequence to the pt.